Event description:
Customer reported the battery has corrosion and leakage. No foil was lodged behind the drawer into the battery area. A request was made for return product and replacement product was sent.